Event description:
It was reported that suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, during placement the suture broke into two pieces. The proglide was removed and a second proglide device was used, successfully pre-placing the suture. The sheath was upsized to an 8f, 10f, 12f then 16f. The tavi procedure was completed and hemostasis was achieved using the pre-placed suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; however, because key components were not returned, the reported suture break was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents of suture break reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.